Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding, and dyspareunia. It was reported that the patient underwent burch procedure on (B)(6) 2011 due to stress urinary incontinence. It was reported that the patient underwent mesh removal on (B)(6) 2013 due to extruded mesh. It was reported that the patient underwent mesh removal on (B)(6) 2013 due to mesh punctured vaginal wall.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted concurrently with anterior colporrhaphy due to sui, anterior midline vaginal wall prolapse, acute blood loss anemia and iron deficiency anemia. It was reported that the patient underwent a hysterectomy on (B)(6) 2011.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.